Event description:
A customer observed imprecise qc results in 3 days using vitros phyt slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed on a pt specimen may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The investigation determined that the root cause of the imprecise vitros phyt qc results was user error as the customer did not properly install the immunowash fluid tip on their vitros 5,1 system. The customer has been instructed in the importance of properly installing the immunowash fluid tip.